Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device alarming for "system fault" and unexpectedly rebooting by itself was confirmed. Ventec performed an internal inspection and observed that the internal flow transducer (ift) cable had become unplugged. Ventec then reseated the ift cable, making sure that it was properly secured, to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the ift cable was unplugged.

Event description:
It was reported that the device needed preventative maintenance. Upon evaluation of the device, ventec observed that it alarmed for "system fault" and unexpectedly, and continuously, rebooted by itself. There was no patient involvement associated with the reported event.